Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal operating room activity (gynecological - laparoscopic), some patients suffered slight superficial burns. The event happened several times, apparently in a completely random way. Seven patients were involved in the problem, none suffered significant injury.

Manufacturer narrative:
Evaluation summary: one device generator was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. Details regarding a visual inspection were not provided. The investigation found the device to function normally and within specifications. A serial number was not provided. If information is provided in the future, a supplemental report will be issued.